Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert indicating a stalled pump motor, with the alert recurring despite multiple restarts; the battery was nearly full, new supplies were installed, and a restart cleared the alert at the time of the call, while blood glucose remained unaffected. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.